Event description:
This rv lead was implanted on (B)(6) 2015 and was explanted on due to infection. The physicians name was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).